Event description:
It was reported that the patient underwent surgery two weeks ago due to "kinked" leads. The patient believed the leads had "moved to the left." The patient reported that he underwent lead repositioning. No further information was available at the time of this report. Additional information has been requested from the hcp, but was not available as of the date of this report.